Event description:
It was reported through the uatp 2.0 study that the patient received inappropriate shocks for a superventricular arrythmia. It was also reported that the patient's medication was adjusted. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.